Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). On april 21, 2017, it was reported that the device produced an incomplete mesh. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) and a 2:1 ratio cutter, serial number (B)(4) for evaluation. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) three times as documented in the repair reports in livelink. The last repair was march 13, 2017 where it was reported that the4 device was producing an incomplete mesh throughout the piece and the roller, worn bushings were replaced. This is not a related issue. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher on april 27, 2017 revealed that the device met all test and calibration requirements. The 1.5:1 ratio cutter, serial number (B)(4) and 2:1 ratio cutter, serial number (B)(4) both failed to produce a passing test mesh and were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on april 27, 2017 which included replacement of the gears. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. The reported event was confirmed since during the initial inspection it was noted that the 1.5:1 and 2:1 ratio cutter both failed to produce a passing test mesh and were deemed non-repairable. While during the initial inspection it was noted that the 1.5:1 and 2:1 ratio cutter both failed to produce a passing test mesh and were deemed non-repairable, it is unknown with the information that was provided how this occurred. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device produced an incomplete mesh. The reported issue occurred during processing of the donor skin. The harvested graft was not usable. However, no additional graft was required from the patient. No adverse events have been reported as a result of the malfunction.